Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast augmentation case, the cautery pencil sparked and caused superficial first-degree burn near the patient's original incision at left breast in a size of a pencil's erasure. Burn site was applied with silvadene cream medication. Generator used was on 40 cut/40 cog setting.